Event description:
It was reported that the patient's right atrial (ra) lead was dislodged, confirmed via x-ray imaging. It was suspected that the lead dislodgement happened as a result of a car accident the patient had been recently involved. The physician elected to cap and replace the ra lead on (B)(6) 2025. The patient condition was stable.